Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent changed out the pod, gave bolus correction and gave a manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The soft cannula was observed to be stretched, measuring out of specification at 1.248 inches in length. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin.